Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, factors that can contribute to difficulty removing the stent and causing a separation on the guide wire include but not limited to, manufacturing, device interactions or damaged devices during procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified lesion in the proximal right coronary artery (rca). The tip of a ht bmw universal ii guide wire was shaped into a j before advancing to the lesion site. The guide wire performed as intended during the procedure; however, the tip became stuck on a strut of an implanted stent during an attempt to remove the guide wire. After several attempts to remove the guide wire the shaped tip separated. Around 3mm of the tip broke off the guide wire and could not be removed. The rest of the wire was removed without issues. An attempt as made to remove the tip with a thrombus extraction catheter, but failed. The 3mm tip was left in the distal rca of the patient. A follow-up two weeks after the procedure showed that the tip is in the distal posterolateral coronary artery. The physician will continue to follow-up with the patient and do an angiogram in a month's time. No additional information was provided.